Event description:
It was reported that device had a repeated error code 1260. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for repair in used condition. This device has not been serviced in the past, no service history to review. Unable to download in the event history logs due alarm message error code 1260 on the pump display. Primary problem of error code 1260 was duplicated. Found microprocessor unit board was inoperable, causing alarm message displayed error code. Replaced microprocessor unit board to correct the issue. The device passed all functional tests after the repair.